Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted an orange particle inside of the syringe approximately 0.5mm in size. Ft-ir spectroscopy identified the particulate matter as poly(isobutylene) in a mixture with magnesium, silicate, calcium stearate and silicone. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a red particle inside the 5ml syringe in a floseal matrix kit. This was noted when the nurse opened the package. There was no patient involvement. No additional information is available.